Event description:
It was reported that: "machine hang up during use with pt and there was no pressure and no flow. The pt oxygenation drops. Then they use amobag and make flow calibration. Then they connect the pt, but the same problem happened again. So they connected to another machine and the pt condition stabilized." No injury reported.

Manufacturer narrative:
The investigation is ongoing. Results will be reported in a follow up report.